Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal es was deployed. Manual pressure was held for 5 minutes and the pt began bleeding. Manual pressure was held for another 15 minutes to achieve hemostasis. Later the pt complained of leg pain and the staff was unable to palpate a pulse. After several hours without a pulse, the pt was admitted for a surgical consultation. An exploratory surgery was performed the following morning. The pt was diagnosed with thrombosis of distal external iliac, common femoral, and proximal superficial femoral arteries. A fogarty was used to pull out a significant amount of clot. No further complications were reported.